Manufacturer narrative:
A visual, functional, and dimensional analysis was performed on the returned device. The difficult to open or close could not be confirmed. Entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to operational context. In this case, the foot likely caught tissue and surfed distally into a locked position capturing the device on tissue leading to the treatment to remove. When a distal surf and lock occurs, pulling on the actuator wire directly is the only method to free the foot to reopen. The account broke the guide tube to gain access to the actuator wire. Therefore, it is likely the device interacted with the anatomy (tissue) causing the difficulty to close the foot leading to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an interventional procedure. The first prostyle device was successfully pre-placed. Reportedly, the second device became stuck, as the foot would not close. Attempts were made to dislodge the device, but were unsuccessful. A surgeon was called in and was able to remove the device after breaking the guide and manipulating the actuator wire to close the foot. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a greater than 10f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.